Manufacturer narrative:
(B)(4).

Event description:
The svc report shows the customer reported that the 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The covidein customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) and breath deliver unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.